Event description:
It was reported that the customer had battery issues and received a button error. Customer stated going through three batteries every couple of days and received the button error three times with each battery. Customer's blood glucose was 138 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.